Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was unpacked at the distributor on (B)(6) 2019. According to the complainant, there is a hole found in the bag. There was no patient/procedure involved with this event.